Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the field representative was informed by the clinic that a tachycardia lead exhibited high out of range shock impedance of greater than 130 ohms on the proximal coil during a change out procedure. This occurred when the lead was connected to the other manufacturer's device and they were contemplating changing out the lead. The clinician informed the field representative that the issue had been fixed, but did not specify how it was resolved. Current evidence suggests this lead remains in service. No adverse patient effects were reported.